Manufacturer narrative:
Note: envista toric intraocular lens is not approved for marketing in the united states. This MDR report is being submitted based on the similarity of envista toric iol with envista hydrophobic acrylic iol (currently marketed in the united states). Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported originally that the lens packaging was damaged and the lens was not used. No further info was provided. Upon examination of the returned product on (B)(4) 2015, it was noticed that there was no fluid in the lens vial, the vial cap septum was cracked, and the lens was dry and not pliable. Add'l info has been requested but has not been received.